Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation due to a power on reset (por) condition. Additional information was requested, but was not available as of the date of this report.